Event description:
Date of event: 2005 - web site would not allow me to enter this - date of this report: 04/03/2007. Hk surgical's tumescent liposuction equipment destroyed my face. I had a nice full face, and this equipment has left my face with lipoatrophy, significant hollows, sharp pains, permanent numbness, on the left side of my lower face, permanent discoloration, on my lower cheeks, and required filler injections and treatments for the rest of my life. The damage done to my face, by hk surgical's tumescent liposuction equipment has destroyed my life. The machine removed way too much fat, leaving my face asymmetrical and wrinkled. I have missed months of work, and spend most of my time getting filler injections. Thus far, I have had over 80 filler injections, by very competent plastic surgeons, trying to correct the damage. All correcting physicians agree, that something went terribly wrong. I have tried, on many occasions, to appeal to hk surgical, for information as to what exactly caused my face to look like a permanent, disfigured burn victim. They will not give me answers. They referred me to their insurance company, and they have ignored me, also. The same is true with d.o. All treating physicians are appalled at what hk surgical's machine and equipment have done to my face. I have these medical reports. I asked that this machine be checked and removed, and neither hk surgical nor dr has responded. D.o. Should have immediately reported this malfunction to hk surgical. There is no way that something did not go completely wrong, and both parties ignore this fact. Horrifying photos of my face, are on a cd, as taken by another dr , in 2005. The osteopathic dermatologist takes absolutely no responsibility, so we are assuming that hk surgical's tumescent machines malfunctioned. No one can believe that both hk surgical and d.o., completely ignore my questions. I have the support of all my treating physicians. Not one physician has ever seen a face destroyed by tumescent liposuction before. Hk surgical will not offer any information, regarding correction, to me. This is unethical, as my physicians are baffled about some of the repercussions, from the evidently malfunctioning machine, manufactured by hk surgical. We do not want this to ever happen to another citizen. I have 4 board certified physician reports, which verify the extreme damage done to my face. Damages done by: hk surgical's tumescent liposuction machine and equipment. Again, other tumescent manufacturers have given me more information than these two above parties. They have ruined a pt's life, for over one and a half years, and they seem to be uncaring, cold and unconcerned. This tumescent liposuction machine is extremely dangerous!